Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil had ruptured through the posterior aspect of the right tube') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 621878) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and endometriosis ("endometriosis in the posterior cul-de-sac") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, pelvic pain, dysfunctional uterine bleeding, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered dysfunctional uterine bleeding, endometriosis, fallopian tube perforation, pelvic pain and uterine leiomyoma to be related to essure (ess205). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil had ruptured through the posterior aspect of the right tube') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 621878-not valid ) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and endometriosis ("endometriosis in the posterior cul-de-sac") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, pelvic pain, dysfunctional uterine bleeding, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered dysfunctional uterine bleeding, endometriosis, fallopian tube perforation, pelvic pain and uterine leiomyoma to be related to essure (ess205). (621878) not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil had ruptured through the posterior aspect of the right tube') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 621878-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and endometriosis ("endometriosis in the posterior cul-de-sac") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, pelvic pain, dysfunctional uterine bleeding, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered dysfunctional uterine bleeding, endometriosis, fallopian tube perforation, pelvic pain and uterine leiomyoma to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.